Manufacturer narrative:
The system was examined and the reported event was replicated. A replacement footswitch was ordered for the customer. The original was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on august 17, 2013. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 29, 2006. The footswitch was received. A visual assessment of the returned sample showed no nonconformities. The returned footswitch was connected to a calibrated console and immediately, system message (sm) appeared. The footswitch was opened up and the printed circuit board (pcb) component responsible for storing the data, was burned. The system met specification. The root cause of the reported event can be attributed to a nonconforming component. (B)(4).

Event description:
A customer reported that the foot pedal would not respond during a surgical procedure. Patient impact is unknown at this time. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).